Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient had inadequate coverage due to high impedance on both leads. Both leads were replaced and the patient has recovered.

Manufacturer narrative:
Sc-2317-70, sn (B)(4): the complaint high impedances were confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Sc-2317-70, sn (B)(4): the complaint of the patient losing stimulation and high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
A report was received that the patient had inadequate coverage due to high impedance on both leads. Both leads were replaced and the patient has recovered.